Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused prostate cancer. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused prostate cancer. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously received information related to a bipap device's sound abatement foam became degraded and caused prostate cancer. The patient did not report to receive any medical intervention. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on 05/07/2025, and section d4 has been updated to include the model number, catalog number, serial number, and primary unique device identifier (UDI) number.